Event description:
It was reported the programmer could not fully interrogate an implanted device. A message was displayed that another device was found. Another programmer was used successfully. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, a device was able to be interrogated with no fault found. It was noted that the systems fan was noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.